Event description:
The customer reported to olympus, the visera elite video system center image disappeared, and the tv system, the light source, and the tv monitor were turned on and off twice, and the problem seemed to be restored. The issue was found during a therapeutic rigid hysteroscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the inside of the otv-s190 camera cable connection socket (near the electrical contact), a foreign object (about 7 mm in long diameter, short diameter of about 4 mm) was attached. It is thought that the image has become dark because the foreign matter had adhered to the electrical contact. In addition, they conducted other possible checks such as checking the connection of the camera head (after removing foreign objects) related to the power cord, the video cable, and the disconnection of the camera head cable, but determined that there was no abnormality. A visit to the facility revealed that styrofoam had adhered to the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the device had foreign matter on the scope. However, a definitive root cause for the foreign matter was not established. Olympus will continue to monitor field performance for this device.